Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor was not connected occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of the sensor was not connected is reportable based on the finding of an early sensor expiration. The probable cause of the early sensor expiration could not be determined. No injury or medical intervention was reported.